Event description:
It was reported to philips device will not shut off. It was also found that the touchscreen is not working. It is unknown if the device had patient involvement at the time the issue was discovered, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service engineer (se) reported that the device had a bad input detection during touchscreen calibration. The se then replaced the liquid crystal display (lcd) touchscreen and performed the performance verification testing (pvt). The system meets the specification for the performed service and is returned to use. There was no patient involvement when the issue occurred. No patient or user harm reported.